Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. Due to fact that cuff leak was discovered during use (not before tracheostomy procedure during pretesting) it is the most probable that reported failure occurred due to contact with sharp edge which is in conflict with instruction for use. Unfortunately without the sample we are unable to determine true root cause of this issue. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that when using a tracheal sleeve balloon after tracheostomy in the operating room, it was found that both consecutive balloons were leaking for the same patient. Needed replacement of qualified airbags to complete the procedure. No patient injury was reported. No additional information was provided.